Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg), reaching 301 mg/dl, after refilling the insulin cartridge four hours earlier. The libre 3 plus continuous glucose monitor (cgm) showed 244¿269 mg/dl, while a confirmatory fingerstick reading showed 155 mg/dl. The agent explained that interstitial glucose measurements may lag behind fingerstick readings and that sensor inaccuracy can occur post-refill or when glucose levels are changing rapidly. The user was advised to continue verifying with fingersticks and replace the sensor if discrepancies persisted beyond 24 hours. By the end of the call, bg had stabilized in range, and the user reported feeling fine. No external assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.